Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital after a syncopal event and fall. The patient stated that the fall was on the same side as the pacemaker implant. The patient would be monitored.